Event description:
It was reported that a hair was found inside the catheter package when it was opened. Another device was used. Per additional information from the ibc via email 05feb2020, the hair seemed to be inside or maybe embedded in the silicone catheter tip.

Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. Visual evaluation of the returned sample noted one opened (without original packaging), upper shaft and tip portion of a silicone foley catheter. Visual inspection of the sample noted a black hair-like fiber on near the drainage eye of the catheter wrapping around the tip of the shaft. Without the physical sample to measure the length of the material, it is unknown whether this is out of specification per inspection procedure which states, "catheter must be free from loose or embedded foreign matter greater than an aggregate total of 0.4 mm2 in length per the dirt estimation chart. (Maximum 3 particles). A potential root cause for the reported failure could be, ¿environmental, alcohol, operation error..¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a hair was found inside the catheter package when it was opened. Another device was used. Per additional information from the ibc via email 05feb2020, the hair seemed to be inside or maybe embedded in the silicone catheter tip.